Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an edema, inflammation and hematoma in the scrotum. Upon revision, it was noted that the pump was not placed in the original pocket at implant; therefore, the pump has been repositioned and the hematoma was removed. No further patient complications were reported.